Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received.   Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. Evaluation results: 2 devices were found to be affected by corrosion and damaged internal components. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 5 events were previously reported during the reporting quarter; however:  - 3 events were reported in error. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed. Evaluation results 1 device was found to be affected by trigger assembly damage and corrosion. 1 device was found to be affected by trigger assembly corrosion.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 4 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were originally reported for this failure mode during the reporting quarter. 5 events should have been reported; 3 events were inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status: 4 devices were received. 1 device was not available for evaluation. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by a corroded trigger assembly. 1 device was found to be affected by a corroded and damaged trigger assembly.